Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device inspection at government entry-exit inspection and quarantine bureau, it was noted that the pulse generator could not be programmed. The device was not used.

Manufacturer narrative:
Final analysis found the pulse generator was received in backup operation. Analysis of the device image revealed power off reset; por had been tripped suggesting backup was caused by non-maskable interrupt: nmi. The cause of nmi could not be determined. After downloading product code, normal device function resumed.